Manufacturer narrative:
The customer inspected the alinity c processing module serial number (B)(6) and performed troubleshooting, which consisted of re-running the sample with the same lot of reagents. A search for similar complaints did not identify an increase in complaint activity for lot 23265un25. A review of tracking and trending for the ict reference solution did not identify any trends. A device history record review did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the ict reference solution was identified.

Event description:
The customer reported falsely decreased sodium generated from alinity c processing module and provided the following data: on 16 sep 2025, sample ID 8431353 initial sodium was 116 and repeat was 140 (customer normal range is 136-145 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased sodium generated from alinity c processing module and provided the following data: on (B)(6) 2025, sample ID (B)(6) initial sodium was 116 and repeat was 140 (customer normal range is 136-145 mmol/l). Per the customer discrepant results were not reported out to the medical provider. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.